Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ccd (charged couple device) objective lens of insertion section had slight scratches, light guide bundle was slightly interrupted and weakened (selective). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image blackout and whiteout caused by component failure of the universal cable, ccd (charged couple device) objective lens of insertion section had slight scratches caused by component failure of the objective lens and light guide bundle was slightly interrupted and weakened (selective) caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had image blackout and whiteout. The issue occurred during service and maintenance. There were no reports of patient harm.